Manufacturer narrative:
The reported sensing anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the hospital, low r-wave sensing amplitude was observed. The device was set for a replacement procedure. During the replacement procedure, the r-wave was measured with a normal value. The physician suspected device anomaly. The device was removed and replaced. The electrical measurements were stable. There were no adverse consequences to the patient.